Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex mesh on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2015) is considered to be the best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex mesh on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿ at the umbilicus, in the infraumbilical area the hernia sac was dissected free and chronic inflammation associated with the sac was reduced. The sac with chronically incarcerated omentum was excised. The fascial defect was closed with sutures and a piece of ventralex mesh was placed and sewn in with sutures. The fascia was closed, wound was irrigated and tacked down and sutured.¿ (B)(6) 2017 ¿ patient was diagnosed with mesh infection with recurrent umbilical incisional hernia thereby underwent open repair with removal of infected mesh and implant of biological mesh. Per operative notes, ¿ the draining sinus tract with infected mesh was noted. The hernia sac was dissected down and old mesh was removed in its entirety. The sinus tract with umbilical skin was freed off and biological mesh was placed and secured with sutures. The fascia in the midline was closed with sutures and wound was irrigated. The umbilical stalk was then tacked down to the fascia with sutures and staples.¿